Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the heavily tortuous proximal left anterior descending (lad) artery. The 3.0x28 mm xience xpedition stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy. Additionally, resistance was met during withdrawal of the sds reportedly due to interactions with the patient's anatomy. There was reportedly no interaction of devices. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.